Event description:
It was reported that on an unknown date and year, a 25mm navitor valve was implanted in a patient with a final depth of ncc:3mm, lcc:3mm. On (B)(6) 2023 atrioventricular block suddenly developed 3 days after placement, the patient have no past medical history of this type of arrhythmia and a pacemaker was inserted. Circumference of valve ring diameter: 70.5mm. Patient was fine after insertion and has already been discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of atrioventricular block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the final depth of valve implanted for non-coronary cusp (ncc) is 3mm and the left coronary cusp (lcc) is 3mm and the patient have no past medical history of this type of arrhythmia. There was no calcification extending beneath the aortic annular plane in the interventricular septum. Based on the available information, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.